Event description:
Per user facility report received on (B)(6) 2014 from (B)(4): date of event: (B)(6) 2013. Patient was admitted with n/v and coke colored urine. Ldh and plasma free hgb elevated. Ramp study indicated possible pump thrombus. Vad auscultation abnormal with high pitched "chugging" notes. Heparin gtt started. Outcome: death (B)(6) 2013. The death is being reported on MFR # 2916596-2014-00374.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.